Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2012-00005. The pt's (panama) scs system includes an ipg and percutaneous lead. It was reported the pt is without stimulation. There are no apparent communication issues between the ipg and pt programmer; however, diagnostic tests revealed impedance issues. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.